Manufacturer narrative:
This report is being submitted to provide additional information in h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1 and g3. The complaint is confirmed based on the customer provided photos, which shows the glenoid broken. The most likely cause for the reported failure can be attributed to wear and tear due to the normal wear after 10 years of friction of glenoid material and metal part from the surgery,

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to a broken and loosened pegged glenoid. The implants were initially implanted on (B)(4) 2014. It was further reported that the following devices were explanted in addition to the defective pegged glenoid: humeral head 43/18, ar-9343-18, 1295123602. Trunion 43, ar-9300-43cpc, 13.018. Cage screw small, ar-9301-01, 13.134.